Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available at later time. This report will be supplemented accordingly.

Event description:
Olympus was informed that towards the end of a diagnostic ebus procedure, the balloon became detached from the distal end and fell into the pt's lung upon withdrawing the scope. The balloon was retrieved using a biopsy forceps. The intended procedure was completed with another similar device. There was no pt injury reported.